Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
An intubated female patient underwent dilative tracheostomy on (B)(6) 2013. During the procedure, the balloon burst after 5 seconds of inflation. Updated info received (B)(6) 2013: the physician performed a dilative tracheostomy on the pt. After the balloon was filled, the pressure was turned to (11 bar/atmosphere). The balloon burst after 5 seconds. The balloon burst in the middle, so the balloon was split into two parts (circularly). The physician could still place tracheal cannula. No part of the device remained inside the patient. The patient did not require add'l procedures due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.